Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4): if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a knee revision surgery, the two guardian scions that had the test stem of ct3 were broken and at least one of them remained in the patient, they tried to withdraw but were not able to remove it. For this reason the surgery is delayed about 5 minutes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.